Event description:
During a percutaneous transluminal angioplasty to the left shunt anastomosis, the balloon was reported to have ruptured. The vessel had severe calcification, severe tortuosity and a 90% stenosis. A guidewire was inserted across the lesion via sheath introducer. The balloon catheter was advanced to the lesion over the guidewire through the sheath introducer and the balloon was inflated using an indeflator. However, the balloon ruptured at below nominal pressure during the first inflation. The balloon catheter was withdrawn from the pt's body and another balloon catheter was used to end procedure successfully. The product was prepared and used as per the instructions for use (IFU). There was no reported pt injury.

Manufacturer narrative:
Please note that the slalom thrill pta catheter is similar to the slalom pta catheter. The product was not returned for analysis and evaluation. A device history record review was performed and showed that this lot of products (r0406428) met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part number e7144631 with lot number 0304060223. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the report event.